Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that the patient underwent knee surgery on an unknown date and was implanted with a stryker patella knee system. It is further alleged that the knee failed and required revision on (B)(6) 2018.

Manufacturer narrative:
An event regarding loosening involving an unknown triathlon patella was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: in this morbidly obese, workman's compensation disability patient, the primary right total knee arthroplasty on (B)(6), 2011 was for osteoarthritis with a valgus deformity. Correcting a valgus deformity puts increasing lateral subluxation force on the patella, and on the (B)(6), 2018 revision operative report it was noted, "soft tissue realignment of the patella was performed", and confirms the potential for subluxation that required soft tissue realignment. In addition, if either the femoral or tibial component was slightly internally rotated at the primary surgery, this would increase the lateral forces resulting in an inevitable fatigue fracture of the patellar fixation pegs. CT scan or possible review of the MRI study of the primary total knee could determine implant rotation and examination of the explanted components and its fracture surfaces could confirm a fatigue fracture and rule out factors associated with implant manufacturing or materials as having contributed to this clinical event. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records by a clinical consultant indicated: in this morbidly obese, workman's compensation disability patient, the primary right total knee arthroplasty on (B)(6), 2011 was for osteoarthritis with a valgus deformity. Correcting a valgus deformity puts increasing lateral subluxation force on the patella, and on the (B)(6), 2018 revision operative report it was noted, "soft tissue realignment of the patella was performed", and confirms the potential for subluxation that required soft tissue realignment. In addition, if either the femoral or tibial component was slightly internally rotated at the primary surgery, this would increase the lateral forces resulting in an inevitable fatigue fracture of the patellar fixation pegs. CT scan or possible review of the MRI study of the primary total knee could determine implant rotation and examination of the explanted components and its fracture surfaces could confirm a fatigue fracture and rule out factors associated with implant manufacturing or materials as having contributed to this clinical event. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient underwent knee surgery on an unknown date and was implanted with a stryker patella knee system. It is further alleged that the knee failed and required revision on (B)(6), 2018. Update based on the medical review provided, the revision surgery was due to "patella component everted. Poly component was grossly loose ".